Event description:
As reported by the user facility: ICU rounder found a pump a few days ago with air in line (alarm) and still running. She changed tubing out and left pump in service.

Manufacturer narrative:
This report has been identified as b. Braun medical inc. Internal report number (B)(4): the investigation into this reported event is ongoing. A follow-up report will be submitted when the results of the investigation are available.

Manufacturer narrative:
This report has been identified as b. Braun medical, inc. Internal report (B)(4). The device was not returned for evaluation, and the device logs were not made available. Further investigation of the complaint is not possible without a device for evaluation or the device logs. Your sample is valuable tool in investigating the cause of this incident. In the future, if this incident occurs again, please retain the sample so that a complete investigation can be performed. If the device or the device logs do become available, the complaint will be reopened for further evaluation. All information concerning this reported incident has been included in our trend analysis of the product line.